Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had delivery anomaly. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. No delivery anomaly noted during testing. The insulin pump was monitored for 24 hours and no unexpected bolus delivery noted. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device had a cracked case at display window corner.